Manufacturer narrative:
Updated fields: b4, e3, e1 (initial reporter), g3, g6, h2, h6 (type of investigation), h11corrected field: d8 ( kindly revert back the d8 field to blank)

Event description:
N/a

Manufacturer narrative:
Updated fields: a3a, a4, b4, d8, g3, g6, h2, h11 corrected fields: d4 (lot, exp date, UDI), e2, e3, h6 (medical device ¿ problem code and investigation conclusions), h4 revert e1 (initial reporter and event site email) sections to blank. Additional point of contact: (B)(6) healthcare business division, act sales.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d7a, d9, e1 initial reporter name and event site telephone number, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected field: d4 version or model number, h6 medical device problem code the balloon failed to fully inflate, triggering an iab inspection alarm. Manual inflation and switching machines did not resolve the issue. The problem was corrected by replacing the balloon. No risk to the patient. The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and membrane, between catheter and sheath. The non-maquet sheath was returned covering the a big portion of the membrane. The sheath was tightly fitted around the membrane, preventing it from sliding up or down the balloon. Two kinks were observed on the catheter tubing approximately 71.9cm and 76.7cm from the iab tip. The sensor cable was returned cut from the customer. The three-way stopcock and one-way valve were also returned. The inner-lumen was found to be occluded. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were found. It was impossible to leak test the entire membrane since it was covered by the sheath. One-way valve vacuum test was preformed, and it was able to hold vacuum. The reported failure was most likely caused by a leak in the iab, which prevented proper inflation, as blood was found inside the device. However, the exact location of the leak could not be identified because the sheath was tightly fitted around the membrane, making it impossible to perform a complete leak or pump test. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer, so we are unable to complete an evaluation. If it is provided, we will submit a supplemental report with our additional findings. Complaint record ID: (B)(4).

Event description:
It was reported that during use on patient,intra-aortic balloon (iab) did not fully inflate during inflation. There was no patient harm.